Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. It was noted that the device stopped working because of urethral atrophy causing the cuff to be too big. The device was removed and replaced. There were no further patient complications.